Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v508018, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v590198, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had 5 surgeries due to the batteries malfunctioning. It was noted that they were malfunctioning and it was not a battery issue. Product was in default. The last replacement was on november 05 not the battery had gone out before that. Patient was told the first two batteries implanted should still be working however they were not. Reference manufacturer's report number: 3004209178-2013-22874.